Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the screen "froze" and there was no sound from the device at the time of the lock-up. The device was in use monitoring patients. There was no report of patient or user harm.